Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt). It is suspected that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analysis revealed normal battery depletion.